Event description:
It was reported that the bd angiocath¿ peripheral venous catheter experienced catheter deformed. The following information was provided by the initial reporter: this is a report about a deformed catheter of angiocath.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 22aug2022. H6: investigation summary. Bd received a 22 gauge angiocath device from lot 1215022 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the catheter tip was not formed properly. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect caused during the catheter pointing process. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.

Event description:
It was reported that the bd angiocath¿ peripheral venous catheter experienced catheter deformed. The following information was provided by the initial reporter: this is a report about a deformed catheter of angiocath.